Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "contrast" key is intermittently responding. The keypad was removed and contamination was seen under all key contacts. Unrelated to this complaint, the battery compartment was cracked. The pump powered up with the battery cap returned with the pump.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that when he presses the down arrow button it sometimes work and other times it does not work. The patient mentioned that the keypad is intact and not peeling. The patient mentioned the alleged issue with the buttons occurred a few months ago. All other buttons working normally, and the keypad intact. The patient denied any misuse of the product and denied any moisture in the pump. The pump was replaced. At this time there is no evidence that the pump caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.